Event description:
It was reported that the patient was hearing beeping from the device. This has gone on for a couple of days. The device has been implanted greater than six years. Technical services referred the patient to the physician. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient was hearing beeping from the device. This has gone on for a couple of days. The device has been implanted greater than six years. Technical services referred the patient to the physician. There were no adverse patient effects. The device remains implanted.